Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 512 mg/dl at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. Customer had a high blood glucose of 512 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to monitor and call back for further assistance. The insulin pump is not expected to return for analysis. (B)(4)